Manufacturer narrative:
Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group. Sorin group (B)(4) received a report that the sorin heater-cooler system 3t system tested positive for mycobacteria. There was no report of any patient involvement. A sorin group service technician was dispatched to the facility to investigate the device. A visual inspection of the outer and inner parts of the heater-cooler unit (B)(4) revealed minor residuals and biofilm in several locations including the pumps and water circuits. Based on these findings, it was concluded that this issue was the result of the user failing to adhere to the cleaning and disinfection instructions outlined in the IFU. The customer has expressed no intention of sending the unit to sorin group (B)(4) for disinfection. The unit has been returned to service. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure.

Manufacturer narrative:
There was no patient involvement. PMA 510(k): the heater/cooler 16-02-80 is not released in the us, but it is a variant of the heater/cooler 16-02-85, which is released in the us (510k#: k052601). Sorin group (B)(4) manufactures the sorin heater/cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the sorin heater/cooler system 3t was tested positive for mycobacteria. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the sorin heater/cooler system 3t was tested positive for mycobacteria. There was no patient involvement.